Event description:
It was reported that the atrial lead exhibited high capture threshold during a clinic visit. The patient was asymptomatic. The lead was observed to be dislodged. Upon attempting to reposition the lead, the physician had difficulty retracting and extending the screw. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.